Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). After successful atherectomy of an afc stenosis, the physician had difficulty performing atherectomy on distal circular afs and popliteal, completing several passes. It was not possible to remove the catheter through the sheath. When the physician pulled a little bit harder he was able to remove the catheter together with the sheath and the wire of the spiderfx system. However, the spider filter broke off and remained in the vessel. The physician successfully retrieved the filter basket with a snare. No patient harmed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.